Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the screen is not bright. There was no reported patient involvement.

Event description:
The customer reported that the screen is not bright. Further information was provided that the screen displays nothing. There was no reported patient involvement.